Manufacturer narrative:
Insulin pump received with operating currents within specifications. Insulin pump passed self test, rewind, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No unexpected error or alarms were noted during testing.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's parent reported via phone call that the customer's insulin pump got an unknown pump error 3 times in the middle of the night. The customer¿s blood glucose level was unknown at the time of the incident. The customer changed the battery. Troubleshooting was not completed as the customer was not available at the time of the call. The insulin pump will be returned for analysis.